Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels (bg) rose to 17 mmol/l (306 mg/dl) while wearing the device between 37 and 48 hours. When removed, it appeared that the patient developed an infection at the pod¿s insertion site. The patient went to urgent care and was prescribed 500 mg of flucloxacillin and was instructed to take it 4 times per day. The pod has been discarded.